Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and exhibited high impedance measurement. This lead was surgically abandoned and was successfully replaced thereafter. Additional information states that the field representative did not know of the specific site of the lead that was fractured and how it was identified. No additional adverse patient effects were reported.